Event description:
It was reported that this system exhibited pacing impedance 111easurements greater than 3000 ohms on the right ventricular (rv) channel. Isometrics were performed without any out of range measurements or noise. A boston scientific technical services consultant documented and discussed the clinical observations. Additionally, the consultant recommended further troubleshooting and options for this patient. No adverse patient effects were reported. It was noted that the associated rv lead is manufactured by a competitor. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).